Manufacturer narrative:
On january 25, 2024, the mentor failure analysis lab received the left side device for evaluation. Per paperwork received with the device, the following fields have been updated: patient's initials have been updated to "(B)(6) under field a1; date of birth under field a2 has been updated to "(B)(6) 1982;" patient's bilateral replacement surgery with catalog number 3507300mc; serial number (B)(6), and with catalog number 3504001bc; serial number (B)(6) on (B)(6) 2023. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation procedure with a 450cc mentor memorygel breast implant on the left side, and with a 400cc mentor memorygel breast implant on the right side and experienced bilateral capsular contracture; baker grade iii postoperatively. As a result, the devices were explanted on (B)(6) 2023. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).